Event description:
According to the reporter, during a laparoscopic left colectomy, there was a bleeding in the staple line. They used a monopolar energy to control the bleeding. There was a one day extension in the hospitalization. The patient is alive.